Event description:
It was reported that the procedure was to treat a mildly calcified, eccentric, and 90% stenosed mid right coronary artery. Pre-dilatation was preformed with a mini trek balloon catheter. During advancement of the 2.5 x 15 mm xience prime, there was resistance with the anatomy and force was applied and the hypotube kinked and then separated. The separation occurred outside the anatomy, so the device was easily removed. Another xience prime was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw. Guide cath: 5f medtronic jr4. (B)(4) - excessive force. Evaluation summary: the device was returned for analysis. The kink and separation were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified.